Manufacturer narrative:
Technician replaced casters to resolve. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
Technician alleged casters would lock, but would swivel.